Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a faulty display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device is a version p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). A device history review revealed no events during manufacturing were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The condition of a colleague infusion pump with faulty display that was confirmed by (B)(4) baxter service. This condition was caused by a main display issue. The main display was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.